Event description:
Information identified in the manufacturer's data base indicated the patient died approximately six months post the implant of the implantable pulse generator (ipg). A cause of death has been requested and not received.

Manufacturer narrative:
Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received, it would be processed and considered accordingly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.